Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient (pt) states for the past 4-5 days her lower back is killing her and wants to talk to someone that can tell her how to get to the leads that work in her back. Agent advised to try different groups and patient was on group b at 4.6v. Patient increased to 5.0v and could not feel stim in her legs. Pt attempted to try group c and still did not feel anything. The issue was not resolved through troubleshooting. Agent advised to keep the group that is most comfortable until it can be adjusted. Agent walked pt through charging the system so that she can turn off in the morning. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent request to the field. The patient added that hey know they can have an MRI right now because they think the two leads just went bad. [See (B)(4) for leads and ins replacement, respectively].

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.